Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the reported 5 second delay from the keyboard to the display which was confirmed during evaluation. The delay was found to be caused by a failed processor printed circuit board (processor pcb). The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a 5 second delay from the keyboard to the display. There was no known patient injury or medical intervention associated with this event. No additional information is available.